Manufacturer narrative:
An event of a string-like thrombus moving around the location of the device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field did not indicate whether the patient had any hematological disorders predisposing to abnormal thrombus formation. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use.

Event description:
It was reported that on (B)(6) 2023, an unknown size amplatzer amulet left atrial appendage occluder was successfully implanted using an unknown abbott delivery system. On (B)(6) 2023, a 45-day transesophageal echocardiogram (tee) that was performed showed a string-like thrombus moving around the location of the device. The physician prescribed a low dose of eliquis. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.